Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge displayed an inaccurate fill estimate of 405 units and remained static. Reportedly, the cartridge was filled with 480 units of insulin. The customer¿s blood glucose level was 303 mg/dl. Reportedly, the customer continued to use the existing cartridge and the insulin gauge began to decrease as intended.